Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case, lower case, battery release, knobs, ring cover, lead flex cover, battery contacts, battery drawer, keyboard, battery flex, heart lead flex, main printed circuit board (pcb) and display were contaminated, side bail covers were broken and one side bail was missing and ring was bent. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.